Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was released from the delivery catheter system (dcs). The valve then dislodged ventricular, causing mitral impingement and wide open aortic insufficiency. An attempt was made to correct the position with a snare, however, the valve dislodged aortic into the ascending aorta. No further treatment was reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that after the valve embolized into the ascending aorta, the aortic insufficiency that occurred was moderate to severe paravalvular leak (pvl). An attempt was made to implant a second transcatheter bioprosthetic valve, which was unsuccessful due to the inability to get optimal position according to the implant physician. The patient was taken to surgery to implant a surgical valve. The current status of the patient is unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that prior to the valve implant procedure, the patient had multiple comorbidities including aortic stenosis. No autopsy was performed.

Manufacturer narrative:
Conclusion: the device history record for the valve was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A medical safety assessment was performed. Upon review of the information provided, the primary event of moderate to severe paravalv ular leak (pvl)/aortic insufficiency, due to a valve dislodgement, leading to hypotension and unplanned intervention (unsuccessful second valve implant attempt, fx valve explant, and surgical device implant) was assessed as likely related to the evolut fx valve and unlikely related to either delivery catheter system (dcs). Upon review of the information provided, the secondary event of death was assessed as unknown related to the evolut fx valve and unlikely related to either dcs. The adverse events reviewed in this medical safety assessment are known potential risks associated with the implantation of the fx valve. The reported harms and severities are documented in the risk files and instructions for use (IFU). No further safety assessment is required at this time. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, and compliance of the aorta and native vessels. It was reported that no patient anatomy issues contributed to the dislodgement, however this could not be confirmed without imaging available and a conclusive root cause of the dislodgement could not be determined. Pvl and regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. As reported, the mitral valve interaction including pvl and regurgitation was most likely related to the dislodgement event. Cardiovascular injuries, such as bradycardia and cardiac arrest, are known potential adverse patient effects per the device IFU and may be impacted by many factors including the patient's pre-procedural condition and procedural factors, as well as factors related to the device. Hemodynamic instability can be the result of effects such as low cardiac output and hypotension, which are known potential adverse events per the device IFU. With the information available, a conclusive root cause cannot be assigned. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. A conclusive root cause of the death could not be determined from the information available. This event does not indicate device misuse or malfunction. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: a.5a. Patient ethnicity a.5b. Patient race b.2. Outcome attributed to adverse event date of death b.5. Desc evt problem. D.6b. Explanted date h6. Patient codes device codes eval code method additional codes of note: an initial supplemental report 2025587-2023-01605 was previously submitted and was determined to be information related to this event. This regulatory report is being submitted to 'link' the information from that report into the combined narrative of the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was released from the delivery catheter system (dcs). The valve then dislodged ventricular, causing mitral impingement and "wide open" aortic insufficiency. An attempt was made to correct the position with a snare, however, the valve dislodged aortic into the ascending aorta. No further treatment was reported. No additional adverse patient effects were reported. Additional information was received that after the valve embolized into the ascending aorta, the aortic insufficiency that occurred was moderate-severe paravalvular leak. An attempt was made to implant a second transcatheter bioprosthetic valve, which was unsuccessful due to the inability to get optimal position according to the implant physician. The patient was taken to surgery to implant a surgical valve. The current status of the patient is unknown. Additional information was received that during the attempted valve implant procedure, using a medtronic confida guidewire, a valve was placed at an optimal depth of 3mm on the non-coronary cusp and 7mm on the left coronary cusp. During the first deployment attempt the valve dislodged toward the left ventricle. The valve was too deep, too far ventricular and aortic insufficiency (ai) was noted. The valve was recaptured into the dcs for repositioning. During the second deployment attempt, the valve dislodged up toward the aorta. The implant team chose to fully deploy the valve and a snare was used to position the valve in optimal placement; however, the valve dislodged further up into the ascending aorta. Aortic insufficiency worsened with no bioprosthetic valve in the annulus. The patient did not tolerate the ai and the blood pressure rapidly declined. Due to the patient's declining status, there was no time to withdraw the confida guidewire and place a new one, so it remained in place. A second valve was loaded onto a new dcs and rapid implant was attempted. During the first deployment attempt, the valve also dislodged in the same position as the first valve toward the ventricle. There was no patient anatomy considerations that contributed to any of the dislodgements. The valve implant team became concerned that successive attempts to reposition the dcs would yield the same result as the first valve. The patient started to code. The dcs and valve were withdrawn from the patient and the procedure was aborted. Cardiopulmonary resuscitation was initiated and the patient was transferred to the operating suite for an open surgical procedure. The patient was placed on cardiopulmonary bypass (cpb), the first valve was explanted, and a surgical valve (manufacturer unknown) was implanted. Following surgery, the patient was not able to come off of cpb. The patient remained hospitalized. Subsequently, five days later the patient died. The cause of death was not provided. It is unknown if an autopsy was performed.

Manufacturer narrative:
Corrected data: h6. E2403 was inadvertently included in the supplemental medwatch (2025587-2023-01548) submitted on 2023-05-20. However, this report is filed to remove the code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.